Event description:
During a ptca procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a very calcified, 90% stenotic lesion in a tortuous proximal left circumflex (lcx) coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. A 7f terumo introducer sheath, a 7f jl4 camino guide catheter, and a neos soft guide wire were also used in the procedure. No pt injuries or complications were reported.